Manufacturer narrative:
The affected device was returned for evaluation. Visual and functional testing were performed, and the latch lock sensor was found to be defective. The latch lock sensor was replaced. Unit then passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The investigation found that the latch lock sensor was defective. The event occurred during testing.